Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.